Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was found to have a broken pitch cable. An initial MDR was submitted however, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable, etc) for the mcs instrument, the mcs tip cover accessory will hold such fragments inside the tip cover accessory, preventing fragments falling inside the patient during the removal of the instrument. The instrument & accessory user manual states: ¿always have a backup instrument available to complete the surgical procedure in case of instrument failure.¿ there is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The distal and proximal clevis were both found to have mechanical indentations at the distal end near the broken pitch cable location. This failure is most commonly caused by mishandling/misuse, such as instrument collisions or impact from an external object. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
During central processing, it was reported that the wire of the monopolar curved scissors broke. There was no patient involvement.